Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. This 2mm x 40mm x 144cm sterling es balloon catheter was advanced to the lesion without resistance. Once to the lesion, the balloon was inflated to 10atms without complications. On the second inflation, the balloon ruptured at 10atms after being inflated for 30 seconds. The device was removed from the patient intact. The procedure was completed with a 2.5x40mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).